Event description:
It was reported that since the implant was put in the device has been moving in their buttocks. It is not higher in their buttock near the spine. The patient had an appointment scheduled with their health care provider (hcp) later on the day of call. Additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3550-39, lot# n288734, implanted: (B)(6) 2011, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).